Event description:
It was reported that the patient experienced a high blood glucose event due to a bent cannula which was treated with manual injection on (B)(6) 2026. The infusion set was inserted in the lower back, and the set had been in use for greater than four hours.

Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.